Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Surgery and post operative period non eventful. Patient returned for follow-up on (B)(6) 2015 with loose implant. Some granulation tissue was noted around wound site. The implant was removed. Patient given bacitracin for wound.